Event description:
The arterial cannula was sucked down and completely folded over on itself (mid cannula).

Manufacturer narrative:
Confirmed with account that this device had been discarded and was not available for return therefore, we are unable to evaluate.

Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor ruptured during patient use. It was reported an unidentified patient was receiving desferioxamine (2.5g into 60ml wfi) when towards the end of infusion, the reservoir ruptured. According to the reporter, there looks to be approximately 20ml of fluid remaining in the device. There was no report of patient injury or medical intervention. No additional information available.